Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error and off no power alert. The customer¿s blood glucose level was unknown. The customer reported that they had received motor errors. Customer was able to complete pump rewind. The customer reported that they did not receive a low battery alert prior to the off no power alert. Customer stated that this was not the second occurrence of off no power without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test. No unexpected off no power, weak battery, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. (B)(4).